Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: micra-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4), device available for evaluation?: no. Device returned to manufacturer?: no. Manufacturing date: 14-dec-2020, labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the physician had to make many repositioning attempts as there was no capture at high output. When delivery system was taken out, clots were found on the device and inside the delivery catheter. The device was not implanted and the procedure was successfully completed using a new leadless ipg. No p patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes product event summary: the delivery system was returned with the device intact in the device cup. Analysis indicated there was blood obstruction of the delivery system sheath was observed. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The lumen of the delivery system was damaged. Visual analysis of the lead indicated damage during use. The analyst noted the delivery system was returned with the device intact but not fully deployed. There was a lot of bool and body tissue in the sheath at the distal end of the delivery system, and it was obstructed. Visual inspection also found the inner shaft is kinked at 2 cm from the distal end of the recapture cone and with tissue on it. The outer shaft is kink at 6 cm from the distal end of the delivery system. Mechanical tests could not be performed due to dried blood and tissue obstruction at the distal end of the delivery system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.